Event description:
In 2008, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. The final angiogram revealed that both renal arteries had been covered by the trunk-ipsilateral leg component. The physician believes that when he was advancing the 18 fr gore introducer sheath into the contralateral leg hole, the trunk-ipsilateral leg component was pushed up at that point. After the renal arteries were noted to be covered, a sos-omni catheter was positioned up and over the graft and used to pull the device down. The left renal artery was then stented and had good flow. The right renal artery was uncovered and had good flow. As reported, the pt is fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: additional device used in this procedure, and involved in this event 18fr gore introducer sheath pg183000/unk lot/serial number. Please note, the gore excluder aaa endoprosthesis instructions for use instructs to not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.